Manufacturer narrative:
Concomitant product/therapy (c2/d10) - neurostimulator UDI (B)(4)_gtin not found. Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator has been experiencing utis. The patient is diabetic and has increased fluid intake as advised by her doctors, resulting in the patient waking up three to four times at night to urinate. The patient inquired whether the utis could impact therapy efficacy, and they were advised to consult the patient's urologist regarding both the utis and fluid management. A patient advocate also expressed concern increasing stimulation and was unsure if the implant is working appropriately. Guidance was provided on using the remote and measuring success through symptom relief. It was also noted that stimulation may need to be turned off due to the active uti and the care team will be consulted for further direction. No further patient complications were reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Concomitant product: model number: 4101 serial number: (B)(6) model description: neurostimulator unique identifier (UDI): (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was performed. A negative physical event with unclear relation to device or procedure is cited in the hazard analysis as severity 1 (minor) and occurrence 3 (occasional, 1% > n greater than 0.1%). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that the patient with this neurostimulator has been experiencing utis. The patient is diabetic and has increased fluid intake as advised by her doctors, resulting in the patient waking up three to four times at night to urinate. The patient inquired whether the utis could impact therapy efficacy, and they were advised to consult the patient's urologist regarding both the utis and fluid management. A patient advocate also expressed concern increasing stimulation and was unsure if the implant is working appropriately. Guidance was provided on using the remote and measuring success through symptom relief. It was also noted that stimulation may need to be turned off due to the active uti and the care team will be consulted for further direction. No further patient complications were reported.